Event description:
It was reported the during a myosure procedure for uterine tissue removal, the physician had "loss of distension and poor (visualization)". The physician realized "she perforated with dilation, but went ahead with myosure/aquilex procedure". The procedure was aborted. It is unk if intervention was required. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit, aquilex fluid management system, and the hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Ref internal complaint cc# (B)(4).